Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1 name, telephone, and email. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to a capacitor on the main printed circuit board (pcb) and to the antenna of the connector on the lcd interface board. These damages are consistent with mis-handling. The pcb and interface board were both replaced to remedy the issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and powered on without display. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The customer was contacted multiple times for return of the suspect product. The product has not been returned to zoll for evaluation. Correction b5: updated statement to no patient involvement. Correction a1. A4. H6 (health effect clinical code & health effect impact code): updated to reflect the no patient involvement.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.